Manufacturer narrative:
Updated fields: b3, b5 this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that device handling or stress might have contributed to the event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The leak was detected after the procedure, in the reprocessing department.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The air/water nozzle was clogged and some of the debris was found to be exiting. The acoustic lens on the probe unit was cut, the insertion part of the probe unit had dents and the distal end was scratched, which had caused a shadow in the ultrasound image. The glue on the bending section cover was cracked from a cementing defect and the metal braid of the bending section was damaged and exposed. The connecting part of the insertion tube was kinked and a residual deposit was present. On the control unit, the color ring was cracked, the grip unit was scratched, the scope cover was cracked and the air/water nut and suction cylinder nut had peeling paint. The ultrasonic universal cord was scratched and cracked, and corrosion was found on the inner and out shield of the ultrasonic connector. The light guide rod lens was detached and there was play on the angulation wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the distal end of the ultrasound gastrovideoscope was leaking. Inspection of the returned device found debris exiting from the air/water nozzle, which had been attributed to insufficient cleaning and the metal braid of the bending section was damaged and exposed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.